Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitor issued an alert for tachycardia therapy programmed off. Boston scientific technical services (ts) was consulted and reviewed the data. Ts noted therapy was programmed off two days earlier and not programmed back on. Further investigation found that therapy had been programmed off when the patient underwent a ventricular tachycardia (vt) ablation procedure. The patient was brought into the clinic and therapy was programmed back on two days later. It was noted that the patient had no adverse patient effects due to the tachycardia therapy being programmed off and was an impatient in the hospital up until that morning. The cardiac resynchronization therapy defibrillator (crt-d) remains in service.